Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that no troubleshooting/diagnostics were performed to resolve the shocking, leaking, not feeling stimulation, and the urge to urinate. The hcp noted that the patient had not complained of the leaking, not feeling stimulation, and urge to urinate at their visit on (B)(6) 2017. It was noted that the leaking, not feeling stimulation, and urge to urinate was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that yesterday, two different times, they sat down to get something and "had a little bit of an electrical shock" on the left side of the vulva. Patient stated this happened twice and when they came back up then they were fine. Patient stated that this was not very painful but it was alarming. Patient stated the "stimulator thing" was on the right side of the vagina but the "little shock thing came on the left". Patient also mentioned that they sent an email last night about this to their doctor. Patient also stated that something was happening with their remote and they did not feel any stimulation. Patient stated something was wrong with their patient programmer (pp) or they might be doing it wrong. Patient stated that this was the first time that they had tried to increase stim but it seemed like the batteries were down so they put new batteries in. It was instructed to sync pp with ins and confirmed ins was on. Patient had experienced a change of therapy. Patient had a few leaks and stated that they were not sure if this was normal or if it should be 100% gone. Patient mentioned that they were doing a 24 hour urine selection and explained that it was to the point where "I had to get the bowl out, get it in the toilet, pull my pants down". Patient wasn't sure if they waited too long but "it came up on the pad and the back of my pants and the toilet seat before I was able to sit down and this is what used to happen but I don't know if that's because I had to do all that first". Patient stated after the urine selection and they had noticed leaks "but not anything major like that one". Patient was not feeling stimulation and therapy was on. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor